Event description:
Additional information received from a healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the extension cable, twist lock cable, was replaced.

Event description:
Additional information received reported only the extension had been changed ¿ not the electrode.

Event description:
Additional information received from a healthcare provider (hcp), via a manufacturer representative, reported the electrode was also replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# 0209775253, implanted: (B)(6) 2015, product type: lead, product ID: neu_unknown, product type: unknown. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study via a manufacturer representative reported the patient experienced a return of her original symptoms, urinary incontinence, during an accidental cut of the extension cable by the home nurse. A repositioning and/or replacement of the extension was performed. The patient also received an antibiotic treatment. The event was assessed as not serious, not related to the procedure, and related to the extension. The event resolved. Relevant medical history included function, idiopathic incontinence with nocturia since 2011. Follow up is being conducted to clarify if the extension was repositioned or replaced.